Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery could not be charged. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable. It was also reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose value was 171 mg/dl.